Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, one episode of an extended charge time was noted. No intervention was performed and the patient was stable and will continue to be monitored.